Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022, the patient faced a bent cannula (twice) upon removal after three or more hours of insertion due to which he experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on the same day (B)(6) 2022, the patient went to the emergency room and stayed there for 24 - 36 hours. Further, the patient was hospitalized due to high blood glucose level. His highest blood glucose level was 758 mg/dl. Moreover, the infusion had been used for 2 hours, the site location was patient's abdomen and the expiration date of the infusion set is (B)(6) 2025. The patient had high ketone level which his healthcare profession assessed as dangerous/life threatening. The patient was further transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, he was released from the hospital with no permanent damage. On the day of release (B)(6) 2022, the patient again faced bent cannulas with other four infusion sets, and the infusion sets have been used for 3 hours (event 1), 4-5 hours (event 2) and 2 hours (event 3 and 4), respectively. The site location was patient's abdomen for all four events. Further, the infusion set was replaced, and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.